Event description:
Customer reported that they feel the insulin pump is not delivering insulin. Customer reported symptoms of dizziness. The drive support cap was noted to be flushed and the tubing also had air bubbles. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 445 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.